Event description:
This device declared eos on 12/08/2009 and there was 1 charge aborted on that day. No environmental considerations or medical procedures were noted. The iegm recording from this event demonstrates a noise artifact on the rv channel. Linox sd 65/18, (B) (4), MDR 1028232-2010-00048.